Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 8.0 inr. Within approximately 2 hours of meter testing, a sample from the patient was tested in the laboratory using the siemens dade innovin method, resulting with a value of 5.2 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr.